Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to obtain the additional information and the following was provided. Were any anomalies noted of the drain condition upon placement? Unknown. Did the drain come in contact with sharp objects at any time: surgical instruments, surgical needles, sutures? Unknown. Did the drain function as intended? Unknown. Was drain removed after fulfilling need? Unknown. Was a second drain required to be placed? Unknown. Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure? Unknown. What is the current status of the patient? The patient is hospitalized currently. What is the physician¿s opinion as to the etiology of or contributing factors of this event? There is a possibility that the joint capsule was sutured too tightly, but it cannot be judged at present whether it is caused by suturing or the product. Name of surgeon? Unknown. No further information will be provided. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent a total knee arthroplasty, on (B)(6) 2019 and a drain was used. The drain breakage occurred, and the broken piece of drain remained in the patient¿s body. The drain was placed at the sutured site of the joint capsule. Post operatively on (B)(6), the surgeon noticed the drain breakage. A reoperation was performed, and the broken piece of the drain was removed from the patient¿s body. The patient is hospitalized currently. There is a possibility that the joint capsule was sutured too tightly, but it cannot be judged at present whether it is caused by suturing or the drain. The product in question was discarded. The lot number is unknown. Further details are not provided. Additional information was requested.